Event description:
Event description cpi received information from a cpi representative that no pacing occurred on a pacemaker dependent patient while performing the intrinsic measurement test. The intrinsic measurement test was aborted and no further problems were encountered.